Event description:
Revision surgery - due to the patient falling two or three months post operative and dislocating the implant. After dislocating the second time the surgeon decided to revise.

Manufacturer narrative:
The reason for this revision surgery was reported as dislocation after 3 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the second complaint for this part number from this lot. The root cause for the dislocation was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.